Event description:
It was reporter that; on (B)(6) 2015, xia3 surgery was performed. After the implantation of the connector, the surgeon removed it and changed its position. When he fastened the nut of the connector again, it was broken. After that, the other new connector was used and the surgery was finished.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was sent for a material analysis and it was determined that the rivet head fractured in ductile overload mode, which was likely due to over-loosening of the locking bolt. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event is over-rotation of the locking nut, leading to fracture of the device.

Event description:
It was reporter that; on (B)(6) 2015, xia3 surgery was performed. After the implantation of the connector, the surgeon removed it and changed its position. When he fastened the nut of the connector again, it was broken. After that, the other new connector was used and the surgery was finished.